Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v488644, implanted: (B)(6) 2010, product type: lead. Product ID 3387s-40, lot# v457453, implanted: (B)(6) 2010, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the battery for the charger was low and it showed an error message. The error message showed two pictures; one for the device implanted in him and the other for the handheld device. There was a little box next to the pictures with the letters elective replacement indicator (eri) inside it. Three days later it was further clarified that the patient had mistook the eri message as low batteries for the patient programmer (pp). The patient had replaced the pp batteries but the eri message still appeared. There was an allegation/dissatisfaction of ins longevity as ¿it was just put in (B)(6) of last year¿. No symptoms were noted. Additional information received three days later from the health care professional (hcp) reported they would replace it when it is depleted. The cause of the eri was not determined. They thought something was wrong with the lead wire which caused the ins battery to deplete so fast. It was thought that the ins battery depleted early. Additional information received from the patient reported they didn¿t know why it showed an eri; they thought it showed an error. They were going to change the battery and wiring once the battery goes completely dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.